Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found errors on the universal surgical manipulator (usm) 3 and replaced the usm 3 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The usm was tested on a psc fixture test platform (pftp) where it failed the cannula led test. Inspection on the axes controller spar connector (acsc) was performed where the fluid intrusion was located on the acsc and flat flex cable's (ffc). The acsc printed circuit assembly (pca) and ffc will be replaced as a fix to the reported problem. The complaint regarding the repeated recoverable errors was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that there was a repeated recoverable 1162 error on arm 3. The tse asked if the surgeon would be willing to use 3 arms only. The customer stated that the surgeon wanted to use all 4 arms. The tse viewed system logs and confirmed the 1162 error, pointing to a cannula sensor in universal surgical manipulator (usm) 3. The tse recommended that the customer install a cannula on arm 3 and power cycle the system. The customer performed this, but the error was still present. The customer stated that they were going to swap robots but were going to speak with the surgeon first. The customer was having trouble moving the original patient side cart (psc) out of the way. The tse walked the customer through the steps to resolve the issue and the customer was able to move the psc out of the way to bring in the new psc. The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.